Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the extension tubing ballooning is confirmed and was determined to be use-related. One 5 fr d/l groshong catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the returned device. A tactile evaluation of the extension tubing of each lumen of the returned catheter revealed tensile weakness in the extension tubing of the red lumen. A functional test of pressurizing each lumen with water using a 12 ml syringe revealed the red lumen extension tubing expanded and ballooned at the proximal end of the extension tubing. No leaking was observed along the catheter. Over-pressurization of the catheter may occur by flushing against an occlusion, the use of syringes smaller than 10 ml, or due to excessive force applier during infusion procedures. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer upon flushing groshong PICC in patient's right arm a bubble was forming right next to the red hub in the extension of the PICC line. PICC was removed and was no longer needed so did not have to be replaced. No harm but unexpected or prolonged care.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.